Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a damaged ventricular port. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the display was out of specification electrically, the display wires were pinched, the case was broken, and two case screws were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The generator was returned for service.